Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that he destroyed his battery cap and was unable to remove the cap. The blood glucose reading is 176 mg/dl. Nothing further reported.